Manufacturer narrative:
Summary of investigation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that an intubation was difficult while using a new type of probe range. The customer reported that the device was too flexible, the device was "twisted" along the eschmann mandrel while using it to pass the vocal cords. Delayed patient care causing prolongation of hospitalization. No patient injury was reported.